Event description:
It was reported that the customer had a motor error alarm during prime, bolus on the insulin pump. The customer's blood glucose level was 5.7 mmol/l. The customer was asked if recalls significant events leading to the alarm the customer states has insulin pump 3-4 times in last two years. The customer was advised that the insulin pump will be replaced. The customer was advised to return the insulin pump with the battery and zero out the basal rates. The customer was advised to discontinued use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarm during our testing noted and passed the motor test. The insulin pump cracked case at the display window corner and minor scratched display window.